Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: uterus weight: 177 grams. Cervix: benign ectocervical and endocervical mucosas. Chronic cystic cervicitis, endocervical squamous metaplasia, and nabothian cysts identified. Negative for dysplasia or malignancy. Endometrium: proliferative endometrium. Negative for malignancy. Myometrium: unremarkable myometrium. Right fallopian tube: benign fimbriated fallopian tube with complete cross sections. Benign simple paratubal cyst identified. Left fallopian tube: benign fimbriated fallopian tube with complete cross sections. Gross description: metallic essure coils are noted within the cornua, extending into the isthmus. The fallopian tubes are purple-tan and fimbriated measuring 4.7 x 0.6 cm = right, and 4.6 x 0.6 cm = left. Both tubes demonstrate complete, stellate lumina without lesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.